Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab inflated under fluoroscopy, alarmed right away, high pressure- possible iab kink pt was tachy- switched ratio from 1:1 to 1:2 iabp would pump 5-6 times then alarmed again with high pressure alarm. Checked under fluoroscopy- looked to be inflated completely fine. Physician attempted to pull sheath and balloon back to see if this helped- restarted balloon- would inflate for the same 5-6 times then alarm - perfusion called- attempted to decrease the volume delivered into balloon- same error after 5-6 inflations. Then pulled back and decreased more volume and got it to work for 3-4 min- then stopped- worked for 20 min to correct- transitioned to lmpella". No report of patient harm or injury.